Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a bubbled and detached downstream gasket. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the upstream occlusion(uso) seal was buckling and the downstream occlusion(dso) seal was detached. Both dso and uso seal was replaced.